Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.

Event description:
The customer reported that the left monitor display went black during a case and the image will intermittently rotate by itself. No patient injury was reported.